Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had their device placed in 2023 and in late 2024 it started malfunctioning. They had to get it replaced this year, which which was very disappointing (and expensive) because these things were supposed to last 10 years.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. D6a: implant date estimated. D6b: explant date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.